Event description:
Title: cautery cord short. During surgical procedure, cautery cord shorted out and broke off at connection to machine. The staff heard a "pop" but did not see any sparks. No edvidence of injury to patient.